Manufacturer narrative:
The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause the infection and skin swelling and no issues were found. Although the investigation found no evidence of any damage, the reported events could not be determined.

Event description:
It was reported that the patient experienced high blood glucose (bg) levels between 250-300 mg/dl and developed significant redness and swelling at the infusion site after approximately 40 hours of pod wear on the arm. On (B)(6) 2026, the patient removed the pod due to severe skin irritation, at which time pus was observed at the infusion site. The patient visited her family doctor, who prescribed antibiotics. The condition did not improve, and on (B)(6) 2026, the patient returned to her doctor before being referred to the hospital. At the hospital, she was treated for an abscess with incision and drainage, wound cooling, antibiotics, and pain medication during an outpatient visit lasting approximately 1.5-2 hours. The patient returned to the hospital on (B)(6) 2026 for follow up evaluations lasting 30-60 minutes each.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.